Event description:
It was reported that this patient was lying on his left side and had received a shock. A request was made to technical services (ts) to review device data to determine if the therapy was appropriate. Ts reviewed the data and determined the patient was in a true ventricular arrythmia in which there was difficulty converting as the device delivered five shocks. It was noted that the patient only felt three shocks, however, is a poor historian and did feel anxious after receiving the first shock. The patient was evaluated in the clinic and troubleshooting was performed however, there was no unusual finding. Ts recommended to perform x-rays to evaluate the system position. The plan is to continue to monitor. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported x-rays were performed and it was noted that the system is currently delivering energy across, where technical services noted the system should be in a better position capturing more of the myocardium. Technical services recommended a system revision as it may improve the efficiency of future shocks however, this is a clinical decision. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which indicated the plan is to perform defibrillation threshold (dft) testing in the next few weeks and the field representative wanted to get recommendations from technical services. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which confirmed defibrillation threshold (dft) testing was performed and the patient received one 80j shock which converted ventricular fibrillation (vf) successfully. At this time, the device remains in service. No additional adverse patient effects were reported.